Event description:
The caller reported that about a half hour after hooking the patient up to the ventilator, the cuff deflated. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.